Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/30/2015 with the following findings: moisture was observed behind the display lens: the reported issue was confirmed. The pump failed a leak test due to a display lens leak; this device failure directly caused the reported issue. The pump case was removed, and further evidence of moisture damage was found on the printed circuit board. The following findings are related to the reported issue, as the following device failure was caused by internal moisture damage: visual inspection revealed that the keypad cover was intact. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.